Manufacturer narrative:
This is default text configured for block h10.

Event description:
Syringe and vial seem to be faulty. She said when she put it together, the diluent just kind of went all over the place [device leakage]. Syringe and vial seem to be faulty. She said when she put it together, the diluent just kind of went all over the place [device malfunction] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns product complaint of device leakage, device malfunction, and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On 19-may-2026 amneal pharmaceuticals received information from pharmacist via a voicemail concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On an unknown date, the patient was being treated with risperidone for extended-release injectable suspension, 37.5 mg per vial injection (ndc: 70121-2627-05, lot number, expiry date, serial number were not reported) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. It was reported that when attempted to administer a risperidone for extended-release injectable suspension 37.5 mg per vial injection. The ndc 70121-2627-05, the syringe and vial seem to be faulty. She said when she put it together, the diluent did not transfer properly and instead dispersed externally. Last action taken with risperidone in relation to device leakage, device malfunction, and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device leakage, device malfunction, and no adverse event was unknown. The reporter did not provide the causality of events device leakage, device malfunction, and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.